Manufacturer narrative:
The manufacturing site did not receive any samples with this customer report. Without a sample, an investigation cannot be performed and the defect cannot be confirmed. Without a known lot number, the device history record cannot be reviewed. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. Without a representative sample(s) being provided, a more complete investigation cannot be performed to the full extent and the reported condition cannot be confirmed. If a sample or additional information is received at a later date this investigation will be reopened and updated as needed. A corrective action is not applicable at this time. Functional testing and visual inspections are being performed according to our current quality standards and inspection procedures. This complaint will be used for qa tracking and trending purposes.

Event description:
The customer reported that the plungers are sticking.